Event description:
During a mitral valve repair a duran ring was done with ticron valve sutures. Upon completion of case, a transesophageal echo was done which showed failure of repair. The pt was re-cannulated and back on cpb and the chest was re-opened. One ticron suture was loose and the other was broken. New sutures were placed, case completed.